Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and it was found to have a broken grip cable at distal end.

Event description:
It was reported that after a da vinci assisted surgical procedure, the 8mm monopolar curved scissors (mcs) instrument was observed to be broken. The procedure was completed with no reported injury.